Event description:
The cycler alarmed in response to the dialysate source being depleted prior to completing a routine hemodialysis treatment. Rinseback was not performed due to the amount of time elapsed, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately to the empty dialysate source. The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions, as well as adequate instructions for performing rinseback. Nxstage medical considers this report closed. No add'l info will be provided.